Manufacturer narrative:
The battery and the mgps were returned for failure analysis investigations. Failure analysis confirmed the customer reported complaint. Evaluation of the mgps found that its fan housing was broken. The mgps failed functional testing while installed on an in-house test system. However, functional testing of the returned battery found no trouble. The battery passed functional testing with no error codes or error messages generated. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the patient side cart (psc) switched to battery backup and the error message low battery was observed. The site performed an emergency power off of the psc; however, after powering the system back on, the issue recurred. The surgeon made the decision to complete the planned surgical procedure using traditional laparoscopic techniques. There was no report of any patient harm, adverse outcome or injury as a result of the reported event. The investigation conducted by the intuitive surgical, inc. (Isi) field service engineer was unable to reproduce the customer reported issue; however, as a precaution, the fse replaced the psc battery and the medical grade power supply (mgps).